Manufacturer narrative:
Pump error 63 alarm confirmed in the pump history due to broken trace. Unit communicated properly with the test guardian transmitter and tested with glucose sensor simulator.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm. The customer stated that they were able to clear alarm. The customer stated they were able to rewind the insulin pump. The customer reported that fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The device will be returned for analysis.